Manufacturer narrative:
Philips service replaced the defective 56'' monitor with an upgraded 58'' monitor. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that flexvision images were not displayed due to intermittent monitor failure on an allura xper fd20 biplane. The clinical use of the system was unknown. There was no reported patient or user harm.